Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead exhibited a loss of capture. The rep attempted to get capture by changing the polarity, without success. The lead was reprogrammed, and is still in use. No patient complications have been reported as a result of this event.